Event description:
It was reported that the customer had changed her site 2 days ago. Customer woke up due to the no delivery alarm. Customer stated that when she rewinds it and primes, it does not go through. Customer stated that the infusion set was not changed tonight. Customer got the first not delivery at midnight and the second one just now. Customer's blood glucose level was 183 mg/dl. Troubleshooting was performed. Customer stated that the insulin did exit the tubing. Customer was advised that the pump was working as designed. Customer was able to clear the line. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.